Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the scope probe would not navigate. There was no patient involvement. Additional information was received. It was reported that troubleshooting steps were performed at the time of the event. The passive spheres of the probe were cleaned and then changed into new ones, but still the scope probe would not navigate. A different pointer was used to navigate and it worked. Therefore, it was concluded that the issue might have been from the scope probe.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in portugal, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.